Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an unspecified blower error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had an unspecified blower error code. The service engineer (se) noted that the blower assembly required replacement. The device was serviced by a service engineer (se), and it was reported that the blower assembly was replaced. The device was calibrated, and tested, and was returned to the customer.